Event description:
It was reported that a malfunction alarm occurred when the customer powered on the pump for the first time. Customer's blood glucose level was between 54-500 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.